Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to infection. The explanted devices were not returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7177258. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-4316. Batch/lot number: 36866834. Model/catalog description: clik anchor. Unique identifier (UDI): (B)(4).